Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient stated that they did not have their hearing aid on and experienced a hypoglycemic event due to not hearing the urgent low alert. It was indicated that the patient was low from 12:00am to approximately 4:00am. The patient woke up around 4:00am and stated they had a cut on their leg. The patient took 6 glucose tabs and called the health care people at their retirement home. The health care person recommended that the patient go to the doctor. The patient's friend took the patient to the doctor the next day at noon and was admitted at approximately 1:00pm. The patient was treated for the cut on their leg that required stitches and released from the hospital on (B)(6) 2017. At the time of contact, the patient was in stable condition. No additional patient or event information is available.